Event description:
Edwards received notification that this patient with a valve model 3300tfx25mm implanted in the aortic position was placed under consideration for a valve-in-valve procedure after an implant duration of seven (7) years and ten (10) months due to degeneration leading to important regurgitation. As reported, patient presented with shortness of breath and weakness to walk. As reported, the valve replacement was not performed yet.

Manufacturer narrative:
Added information to section b5 (describe event or problem), d4 (expiration date) and h4 (device manufacturer date). Corrected data h6 (type of investigation): "4117 - device not accessible for testing" replaces "4114 - device not returned". Updated section h6 (health effect - impact code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
Customer report of calcification could not be confirmed. 3mensio report was provided by customer and images were reviewed. No calcification was observed on the valve leaflets. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a valve model 3300tfx25mm implanted in the aortic position underwent a valve in valve procedure after an implant duration of eight (8) years and two (2) months due to calcification leading to stenosis and important regurgitation. As reported, patient presented with shortness of breath and weakness to walk. A 23mm transcatheter valve was "successfully" implanted within the pre existing surgical device. As reported, patient was noted as to be discharged home on pod#3.

Manufacturer narrative:
H10: additional manufacturer narrative: calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a valve model 3300tfx25mm implanted in the aortic position was placed under consideration for a valve in valve procedure after an implant duration of seven (7) years and ten (10) months for unknown reason.

Manufacturer narrative:
Corrected data a3 (gender), e1 (establishment name), e1 (address), h6 (health effect - impact code). Added information to section b5 (describe event or problem), e1 (post office or zip code), h6 (device code(s)).

Event description:
Edwards received notification that this patient with a valve model 3300tfx25mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of eight (8) years and two (2) months due to degeneration leading to stenosis and important regurgitation. As reported, patient presented with shortness of breath and weakness to walk. A transcatheter 23mm valve was successfully implanted within the pre-existing surgical device. As reported, patient was noted as to be discharged home on pod#3.

Manufacturer narrative:
Updated section b5 (describe event or problem), h6 (health effect - clinical code) and h6 (device code(s)). Corrected h6 (component code).

Event description:
Edwards received notification that this patient with a valve model 3300tfx25mm implanted in the aortic position was placed under consideration for a valve in valve procedure after an implant duration of seven (7) years and ten (10) months due to degeneration leading to important regurgitation. As reported, patient presented with shortness of breath and weakness to walk.